Manufacturer narrative:
Initial reporter address: (B)(6). Investigation summary: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for cocked stopper with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of cocked stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd vacutainer® k2e 7.2mg plus blood collection tubes had broken lids. The following information was provided by the initial reporter: "the lids of 4ml edta are crooked, impacting their vacuums. These lids cannot be straightened."